Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the patient experienced corneal endothelial cell loss. Intraocular pressure (iop) increased, suture lysis and bleb reconstruction was required. The device remains implanted.

Manufacturer narrative:
(B)(4).